Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer received a low battery alert less than 8 hours prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm with low battery warning less than 8 hours prior to the alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021, the customer alleged unexpected power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case on battery tube, cracked battery tube threads, and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2021 at 07:36:17 and 07:36:28; also, found: insert battery alarm on (B)(6) 2021 at 09:26:15. Low battery alarm on (B)(6) 2021 at 07:26:01, on (B)(6)2021 at 21:23:01. Replace battery alarm on (B)(6) 2021 at 06:54:00 and 07:04:00. Replace battery now alarm on (B)(6) 2021 at 07:25:00 and 07:35:00. Pump passed sleep current measurement, active current measurement and displacement test, however failed the self test due to no vibration. Pump was cut open to perform visual inspection and found corrosion on the battery tube and harness assembly vibrator. No unexpected power loss, insert battery, low battery, replace battery, and replace battery now alarms during testing. Customer alleged for power loss alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.